Event description:
The reporter contacted animas on (B)(6) 2010, alleging elevated blood glucose levels. The pt claimed that her blood glucose level was within a normal range prior to a site change on (B)(6) 2010, at 12:45 pm. Her blood glucose level was reportedly at 6.0 mmol/l at 8:00 am and 4.4 mmol/l at approx 12:45 pm. At that time, the site was changed. By 5:30 pm, the pt claimed that her blood glucose level was at 31.0 mmol/l. The pt reportedly changed the site, took a correction, and ate a low carb supper. An hour later, the pt claimed that her blood glucose level was "hi". At the time, the pt claimed that she was not at home and was unable to check for ketones. The pt reportedly had nausea, but denied having any other symptoms. The pt took a manual injection of 16 units at an unspecified time and by 7:00 pm, the pt claimed that her bg level was at 23.3 mmol/l. By 9:00 pm, her bg level was reportedly at 14.5 mmol/l. The pt indicated that she had been using the same insulin with her manual injections. The pt denied having any symptoms due to an illness and also denied having unusual food, activity, or stress. A review of the pump revealed correct prime history and stated changes. The date/time of the pump was correct. No associated alarms were observed in the history. The settings were programmed as desired and the insulin was delivered as programmed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump alarm and black box history revealed data was overwritten; pump was used after the reported complaint date (B)(6) 2010. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
Through troubleshooting, the pt was able to deliver an air bolus successfully while disconnected from the pump. The pt claimed that when holding the pump to her ear, the delivery sounded a little higher pitched than normal. She however denied hearing a grinding noise.